Manufacturer narrative:
Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 29-may-2026 against "lot number 6009051 and similar malfunction code(s): no malfunction based on complaint information. No malfunction based on complaint information.no failure detected.the review confirmed that lot 6009051 and the identified failure mode are not associated with any nonconforming reports (ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 29-may-2026 against "lot number" criteria equal 6009051 and similar malfunction codes: no malfunction based on complaint information. No malfunction based on complaint information.no failure detected.the count of complaint is attached complaint query.escalate to CAPA determination for statistical analysis. Device history record (DHR) review: the lot 6009051 was manufactured according to the work instruction (wi) version 81 and manufactured in the multivac 12, on 08-sep-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4h04642 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 -08, on 08-sep-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4h04620 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 -08, on 05-sep-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion:DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion:unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. Conclusion:no further investigation activities were required. CAPA determination assessment - conclusion summary of complaint investigation: based on the above investigation, further investigation was required because the following threshold was met 3 or more complaints exist for the same lot and similar malfunction. Statistical analysis result: after assessment of the failure via product trending over time with control charts, the risk has been deemed as within accepted limits. No further action is required. See attachment: form(mmt-399a - no malfunction based on complaint information) signed. Complaint unconfirmed: following investigation, the report failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6009051 and related malfunction codes for no malfunction based son complaint information. More than 3 complaints were identified for .this lot and baed on the assessment of the malfunction and product family trending over time, the risk has been deemed within accepted level. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:.

Event description:
It was reported that patient experienced high blood glucose and treated with correction bolus via pump on (B)(6) 2026.